Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose of 493 mg/dl. The customer reported that insulin pump insulin flow block alarm. Customer was assisted to run 5 unit test and confirmed insulin exits the tubing. No information provided about the treatment. It was unknown whether automode was active or not at the time of the high blood glucose. The device will not be returned for the analysis.